Manufacturer narrative:
No product was returned for investigation. The cause of the optical signal issue was improper positioning of the pump that resolved with pump repositing. The cause of the hemolysis was improper positing of the device. The pump passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal low alarm. The device was repositioned to resolve the issue.